Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: investigation revealed three battery compartment cracks. A display lens crack was observed. Unrelated to the battery compartment issue, the keypad was found to be peeling. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed three battery compartment cracks and a display lens crack. This report is made based on results of the investigation performed on (B)(4) 2015.